Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving dilaudid 15.0 mg/ml at 1.097 mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported the patient was in the emergency room (ER) with signs of withdrawal. The ER wanted the pump read before the patient was discharged. When the manufacturing representative arrived at the ER, the patient was in a normal state after receiving dilaudid from the ER. The pump was interrogated and the logs were read. There was nothing abnormal. The pump was functioning at normal infusion and there were no motor stalls noted. The patient had a catheter dye study planned for (B)(6) 2016. It was unknown if any environmental/external/patient factors led to the event. It was unknown if the issue was resolved at the time of this report. Other medications the patient was taking at the time of the event were unable to be obtained. The patient's medical history was unable to be obtained. The patient's status at the time of the report was "alive-no injury." Surgical intervention did not occur and was not planned. The event date was reported as (B)(6) 2016. Additional information was later received that the dye study performed on (B)(6) 2016 revealed a catheter leak. The leak appeared to be in the spinal portion of the catheter near the right low back/buttock area. The location of the leak was also described as being in the posterior lateral segment. The hcp was to discuss a possible catheter revision with the patient. The cause for the leak was not determined. The catheter leak had not yet been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via company representative and it was reported that the spinal segment of the catheter was replaced on (B)(6) 2016; a catheter revision kit was used. The catheter had dislodged from the intrathecal space. The troubleshooting performed was an x-ray. The issue was resolved. The patient status was reported at ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.